Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. However, the customer reported retracting the guide wire back into the needle when resistance was met in the vessel. The instructions for use (IFU) supplied with this kit warns the user against retracting the guide wire against the needle bevel, as this can cause damage to the guide wire. Therefore, an in-service request was made to make the customer aware of the techniques/cautions from the IFU. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that during insertion the doctor reports resistance with the guide wire. Before the guide wire was fully removed, the doctor met resistance again. Several attempts were made to reposition and adjust the guide wire to allow safe removal. The guide wire was removed and appeared to have unraveled to a single strand and did tear the patient's skin with suspected similar damage to the underlying artery about 1/4 inch in length to the left radial artery. Direct pressure was applied to the vessel and a pressure dressing applied. No additional damage or intervention required. The user was unable to tell if entire wire was removed as the curled tip was unable to be fully visualized. An x-ray was taken and no fragment of device in patient.

Manufacturer narrative:
(B)(4). Additional information requested. No additional information received at the time of this report.

Event description:
The customer alleges that during insertion the doctor reports resistance with the guide wire. Before the guide wire was fully removed, the doctor met resistance again. Several attempts were made to reposition and adjust the guide wire to allow safe removal. The guide wire was removed and appeared to have unraveled to a single strand and did tear the patient's skin with suspected similar damage to the underlying artery about 1/4 inch in length to the left radial artery. Direct pressure was applied to the vessel and a pressure dressing applied. No additional damage or intervention required. The user was unable to tell if entire wire was removed as the curled tip was unable to be fully visualized. An x-ray was taken and no fragment of device in patient.